Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the use the implantable cardioverter defibrillator (ICD) exhibited a gray bar on interrogation indicating low telemetry battery voltage. The ICD was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.